Event description:
It was reported that during a surgical procedures throughout the week at the user facility, the device was overheating. The user facility reported that the procedures were completed successfully without a delay and that there were no adverse consequences or medical interventions.

Manufacturer narrative:
Follow up being submitted for additional information and corrected data: the manufacturer sales representative stated the user facility's concern was with the misalignment of loaner nose cones with their non-refurbished sonopet handpieces. The sales representative stated the issue has been resolved. Corrected data: customer is not returning the device.

Event description:
It was initially reported that during a surgical procedures throughout the week at the user facility, the device was overheating. The user facility initially reported that the procedures were completed successfully without a delay and that there were no adverse consequences or medical interventions. Subsequently, the manufacturer sales representative stated the user facility's concern was with the misalignment of loaner nose cones with their non-refurbished sonopet handpieces. The sales representative stated the issue has been resolved.